Manufacturer narrative:
(B)(4). A portion of the lead was returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and loss of capture (loc) at maximum outputs. An x-ray was performed and the lead was observed to have dislodged into the superior vena cava. Additionally, the patient was noted to suffer from twiddlers syndrome and the leads were observed to be balled up in the pocket area. An invasive procedure was performed. An attempt was made to explant the lead, however, the lead became lodged in the vein. A portion of the lead was cut and the remaining portion was surgically abandoned. No additional adverse patient effects were reported.